Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube lip, battery tube threads, minor scratched display window, stripped battery cap coin slot and missing end cap sticker. No unexpected beeps from the insulin pump or the battery noted.

Event description:
It was reported that the customer cannot see the screen on the insulin pump. Customer stated that the battery is beeping constantly. Customer stated that the screen is scratched up bad enough that she can longer see it. Customer reported that the scratches were due to the pump falling on the floor. Customer mentioned that she cannot read the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.